Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per product specification. The most probable root cause has been determined to be use/user error as the device was used for venous stenting. The dfu states: xxl balloon dilatation catheter is intended for use in adult and adolescent populations to dilate strictures of the esophagus. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-09004. It was reported that balloon rupture occurred. The target lesion was located in the common iliac vein. After placement of bilateral venous stents, simultaneous post-dilation was performed using a 16-4/5.8/75 and 16-6/5.8/75 xxl¿ esophageal balloon catheters. Both balloons were advanced to the proximal part of each stent and was inflated at 4 and 5 atmospheres respectively. The balloons were deflated and the 16-4/5.8/75 xxl¿ esophageal balloon was advanced to the distal end of the stent. During inflation at 4 atmospheres for 30 seconds, blood was noted to back flowing into the indeflator. Subsequently, the 16-6/5.8/75 xxl¿ esophageal balloon was advanced to the mid part of the stent. During inflation at 4 atmospheres for 45 seconds, blood was also noted to back flow into the indeflator. Both devices were deflated and completely removed from the patients body. The procedure was completed. No patient complications were reported and the patient's status was stable.